Event description:
The customer reported that a communication error occurred with the hd 3cmos autoclavable camera head. In addition, sandstorm on the screen was observed. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. In addition, cable torsion, head main body watertightness failure, head main body wear, and cable flooding were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e216 and e226 error occurred due to failure of the cable. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.